Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated they were hit in the head, causing them to pass out. The insulin pump was damaged as a result of the customer passing out. The customer was hospitalized for the injuries sustained from passing out. The customer reported their insulin pump could not rewind. It was also found the customer had a battery out limit alarm. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.